Event description:
A patient who was implanted with elevate in 2009, experienced urinary leakage post procedure. The physician remembered having much bleeding and having to use electrosurgery near the urethra suspected fistula. He took patient back to surgery three weeks later and discovered a hole in urethra that was repaired.